Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for a chronic total occlusion. The 99% stenosed target lesion was located in the highly calcified posterior tibial artery. A jupiter fc guidewire was advanced, but the tip became worn out and failed to cross the lesion. The guidewire was replaced with a non-boston scientific (bsc) guidewire, but it took longer to pass the lesion and the tip was broken. Another of same non-bsc guidewire was used to successfully cross the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. After dilatation using a 2mm non-compliant balloon, additional dilatation was performed with a balloon of bigger size and completing the procedure. There were no patient complications nor injuries reported. It was further reported that there were no issues with the 1.5mm x 20mm x 142cm coyote es balloon catheter.

Manufacturer narrative:
H6 device code has been corrected to adverse event without identified device or use problem.

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for a chronic total occlusion. The 99% stenosed target lesion was located in the highly calcified posterior tibial artery. A jupiter fc guidewire was advanced, but the tip became worn out and failed to cross the lesion. The guidewire was replaced with a non-boston scientific (bsc) guidewire, but it took longer to pass the lesion and the tip was broken. Another of same non-bsc guidewire was used to successfully cross the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. After dilatation using a 2mm non-compliant balloon, additional dilatation was performed with a balloon of bigger size and completing the procedure. There were no patient complications nor injuries reported.